Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that while in use on patient the cardiosave intra-aortic balloon pump (iabp)s battery will not charge. No harm is reported. Unit was removed and another unit was brought in.